Event description:
Greenfield filter migration and perforation caused life threatening peritoneal internal bleeding resulting in six surgeries to save my life and permanent stents. In possession of steelgate.